Manufacturer narrative:
Initial and final MDR 1896150 - MDR 3003442380-2024-10100 - device 4 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 4 infusion set adhesive issue event on (B)(6) 2024. The infusion set was in use for 1 day. No further information available.